Event description:
It was reported that during a replacement procedure due to normal battery depletion (nbd), the right atrial (ra) lead exhibited noise and high out of range pacing impedances, measuring greater than 2000 ohms when the lead was connected to the new pacemaker. The physician elected to program the device to a ventricular rate modulated pacing mode (vvir). It was noted the patient was in persistent atrial fibrillation. The replacement procedure was successfully completed and the ra lead and pacemaker remain in service. No adverse patient effects were reported.